Event description:
Related manufacturer reference number: 2017865-2022-40919. It was reported that the patient presented in clinic for a follow up. An x-ray was performed and revealed clavicle crush on both the right ventricular (rv) lead and the atrial (ra) lead. Device interrogation also showed noise being over sensed on the ra lead. The physician elected to explant and replace both the rv and ra lead. The patient was in stable condition.

Manufacturer narrative:
He reported event of clavicle crush damage was not confirmed. As received, a partial lead (distal portion) was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.